Manufacturer narrative:
(B)(4). A review of lot f1729302, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) was deployed ¿correctly¿, following all steps; however, hemostasis was not achieved. The vcd was used following a peripheral interventional procedure. The vcd was inserted up to the white line, the balloon was inflated, pulled back 2 stops to achieve hemostasis, the side port on sheath was checked to confirm that hemostasis was achieved. Hemostasis was achieved as no pulsatile blood flow was noted. The shuttle was advanced completely without significant resistance. Then, the shuttle and sheath were brought up without unusual force being applied. The tamp tube was advanced and then held distal part of tamp tube at skin level for 30 seconds. Then, the device was laid down for 90 seconds. After 90 seconds, the balloon was deflated and pulled out. At which time, pulsatile blood flow was coming out of the tamp tube. The tamp tube was removed and manual pressure was held for 20 minutes. Hemostasis was not achieved and something happened where the artery was not closed. It is unknown if the patient's hospitalization was extended or not. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) was deployed ¿correctly¿ following all steps; however, hemostasis was not achieved. The vcd was used following a peripheral interventional procedure. The vcd was inserted up to the white line, the balloon was inflated, pulled back 2 stops to achieve hemostasis, the side port on sheath was checked to confirm that hemostasis was achieved. Hemostasis was achieved as no pulsatile blood flow was noted. The shuttle was advanced completely without significant resistance. Then, the shuttle and sheath were brought up without unusual force being applied. The tamp tube was advanced and then held the distal part of the tamp tube at skin level for 30 seconds. Then, the device was laid down for 90 seconds. After 90 seconds, the balloon was deflated and pulled out. At which time, pulsatile blood flow was coming out of the tamp tube. The tamp tube was removed and manual pressure was held for 20 minutes. Hemostasis was not achieved and something happened where the artery was not closed. It is unknown if the patient's hospitalization was extended or not. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was separated from the device as received. The syringe was connected to the device with the stopcock open. The sealant and procedural sheath were not returned. The condition of the returned device is consistent with the reported event. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe. The results revealed no leak in the balloon. The balloon was fully inflated and pressure was maintained with proper functioning of the inflation indicator. The advancer tube was inspected at high magnification to determine whether there was damage to the advancer tube¿s distal end that may have contributed to the reported event. No damages or anomalies were observed. Without the return of the sealant, a complete physical investigation could not be performed. Review of lot f1729302 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the investigation performed, the event reported as the hemostasis was not achieved could not be confirmed and the root cause could not be conclusively determined. Furthermore, without the return of the sealant, a complete physical investigation could not be performed. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.